Event description:
Stemi - to cath lab 2007 des stent (taxus) placed to proximal lad. Dc home two days later on asa and plavix. Readmitted four days later, with sub-acute thrombosis (sat) of stent. Pci the same day to re-open vessel no new stents . On three days later - 10 consult for infection left groin acess site, later ruled in left leg dvt prolonged stay to treat infection manufacturer took 2nd report re: groin sheath site infection pt d.c. Home two weeks later (approp anti coag during pci used).